Event description:
It was reported that the device was not detecting latch lock. The event occurred during testing.

Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the unit was not detecting latch lock." Was not replicated during testing. During testing it was found that the device did not save date and time due to a depleted internal battery coin. The mainboard was replaced and software vip 1.6 pharmaguard was reinstalled. Device sensors were calibrated. The probable cause was unknown as the complaint could not be replicated. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.